Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer changed the cartridge and resumed insulin to address the issue. Customer¿s blood glucose (bg) level was 444 mg/dl.